Manufacturer narrative:
Additional information: b5: describe event or problem: it was reported that the bd insyte¿ autoguard¿ shielded IV catheter was found broken during use, and the "bionnector" could not be fitted to it as a result. The following information was provided by the initial reporter, translated from french: "after insertion of the venous catheter, the bionnector could not be fitted to the catheter because the catheter was broken" after clarification, it's the part where we screw the cap or valve that wasn't functional, but we don't know why, because the material was thrown away (soiled with blood). It wasn't possible for the nurse to screw the valve into the catheter, the valve wouldn't hold, so blood flowed out of this area. Apparently there were no cracks or broken plastic at the time.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was found broken during use, and the "bionnector" could not be fitted to it as a result. The following information was provided by the initial reporter, translated from french: "after insertion of the venous catheter, the bionnector could not be fitted to the catheter because the catheter was broken." Additional information: after clarification, it is the part where we screw the cap or valve that was not functional, but we do not know why, because the material was thrown away (soiled with blood). It was not possible for the nurse to screw the valve into the catheter, the valve would not hold, so blood flowed out of this area. Apparently there were no cracks or broken plastic at the time.

Manufacturer narrative:
Correction: h5: imdrf annex a grid: a0202. H5: imdrf annex a grid: a0504.

Event description:
Additional information: b5: describe event or problem: it was reported that the bd insyte¿ autoguard¿ shielded IV catheter was found broken during use, and the "bionnector" could not be fitted to it as a result. The following information was provided by the initial reporter, translated from french: "after insertion of the venous catheter, the bionnector could not be fitted to the catheter because the catheter was broken". After clarification, it's the part where we screw the cap or valve that wasn't functional, but we don't know why, because the material was thrown away (soiled with blood). It wasn't possible for the nurse to screw the valve into the catheter, the valve wouldn't hold, so blood flowed out of this area. Apparently there were no cracks or broken plastic at the time.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was found broken during use, and the "bionnector" could not be fitted to it as a result. The following information was provided by the initial reporter, translated from french: "after insertion of the venous catheter, the bionnector could not be fitted to the catheter because the catheter was broken".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.